Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to facilitate a biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician could not release the distal flange of the stent. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to facilitate a biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician could not release the distal flange of the stent. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent with electrocautery-enhanced delivery system was received for analysis. Upon visual inspection, the device was returned with the stent in a partially deployed state, and the outer sheath retracted to approximately the mid-saddle position. X-ray evaluation demonstrated the proximal end of the stent positioned approximately halfway over the ro marker. One braid weld appeared bent. Functional testing was performed. The proximal flange deployed without the application of excessive force; however, slow expansion was observed. The stent did not achieve full expansion. The proximal braid ends remained adhered together while the proximal flange had initiated expansion. Further examination identified a broken proximal weld wire associated with a folded-back braid end. The stent also exhibited a twisting characteristic consistent with stent loading. Additionally, two broken welds were identified, both associated with bent wires. When exposed to warm water, the stent demonstrated progressive opening; however, complete expansion was not immediately achieved. No additional abnormalities were identified during the evaluation. Product analysis confirmed the reported event of stent failure to deploy. The device was returned with the stent partially deployed, and the sheath retracted to approximately mid-saddle. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation observed slow expansion issues during functional testing, stent expansion rates can be negatively affected by several external factors, including compression, time, temperature, and humidity. These conditions can influence how the stent behaves once it is released from the catheter delivery system. All stent sizes may experience variations in their expansion rate due to the degree of compression required during loading. Larger diameters naturally require more compression to fit into the catheter, while smaller diameters experience proportionally less; however, any size can be impacted. Increased compression can lead to an unconstrained opening dimension that is temporarily smaller than the manufacturing specification, resulting in slower initial expansion until the stent fully reaches its intended shape. Therefore, taking all available information into consideration, the overall root cause of the reported events is cause linked to device but unable to trace more specifically. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed issue is noted within the product labeling as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to facilitate a biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician could not release the distal flange of the stent. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event.